Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable, clamp tubing. Patient called third time with pump alarming no disposable clamp tubing. Alarm was silenced and settings reviewed. Tubing clamped, cassette removed, and air bubbles were noted. Tubing was massaged and cassette tapped on hard surface, reattached but alarm persisted. Troubleshooting was unsuccessful. Rate 1.4, resolution volume 12.3, given 122.7. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for root cause analysis. Previous repair was entered on 05-feb-2024 for "lens damage." An error history log was not provided to aid in the investigation. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.